Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID 8840, product type: programmer, physician. (B)(4).

Event description:
It was reported that an underdose had taken place following a pump replacement. It was stated that the priming bolus for the pump tubing was not completed. The device system was used to deliver gablofen.

Event description:
Additional information was received. It was reported that the patient did go back into withdrawal once the dead space reached the end of the catheter. It was decided not to prime the dead space in the catheter, but to treat the patient with oral baclofen and increase the patient¿s dose. After three days in the hospital, the patient was doing well and was sent home. It was also indicated that the managing physician had been unaware that there had been no back table prime.

Manufacturer narrative:
(B)(4).